Manufacturer narrative:
Pump received with pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, pump error 75 alarm during self test and high sleep current measurement due to internal battery not plugged in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error history pointers failed, post-reset ram crc alarm, trace pointers are invalid and power supply test failed during self-test. The customer¿s blood glucose level was 10 mmol/l. The customer was assisted with troubleshoot. The customer performed self test and the pump immediately alerted a power supply test failed during self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.